Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is other/ defective. As stated on the repair statement additional malfunction on this device: unit shuts down.